Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). There was no malfunction; however, reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient requested to have hardware removed. The surgery was started/incision made when the surgeon realized the screwdriver needed to remove the hardware was not available. The patient was closed and the surgery was rescheduled 4 days later. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon requested instruments for a surgery on (B)(6) 2018 via a booking sheet, but the type of instruments requested were incorrect. There was no malfunction or adverse event, however, the surgery was delayed by 4 days because the mod cruciform screwdrivers at the account were not available until then. This report is for an unknown screwdriver/unknown lot. This is report 1 of 1 for (B)(4).